Event description:
It was reported by the patient that he received multiple inappropriate shocks due to an alleged lead failure. Further information from the physician indicated that the patient received an inappropriate high voltage therapy due to af with rapid ventricular response. Upon further investigation, suspected lead noise was noted; however, no inappropriate therapies were delivered due to lead noise. As the patients ef had significantly improved, the physician elected to turn off tachy therapies.

Manufacturer narrative:
All information provided by manufacturer and maude report number mw5035720(B)(6).